Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Material analysis observed deep scratches or indentations in parallel bands. These marks are possible indications of edge contact with the rim of the cup which might have occurred due to subluxation or dislocation of the head. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01093-1 & 01842).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent m2a hip arthroplasty in 2006. Subsequently, patient was revised on (B)(6), 2012, due to hip arthrosis.